Event description:
It was reported that the balloon failed to unwrap. "Manual inflation attempted x2 with no change to distal tip or alarms. Iab exchanged. No further alarms". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was noted loosely wrapped. Two bends to the iabc central lumen were noted at approximately 46cm and 52.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was off-centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0068in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp without difficulty. The pump displayed "fos sensor connected, connect cal key to zero" and displayed fos status "ck" (cal key), indicating that the cal key was not recognized by the iabp. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fos cal key was visually inspected again, and no damage was noted. The fos could not be autozeroed by the pump due to the unrecognized cal key. Upon further inspection, a lab inventory cal key was connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was successfully aspirated and flushed using a 60cc lab inventory syringe. No blood or debris was noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 46.6cm and 52cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 36.8cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "failed to unwrap" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing, the iabc bladder inflated and deflated completely including the distal and proximal portion of the bladder with no alarms noted. The returned device passed visual and functional test specifications related to the reported event. Unrelated to the reported complaint, the returned cal key was not able to be recognized by the iabp and as a result the fos sensor could not be autozeroed by the pump. The probable root cause of the cal key issue is supplier related. A sustaining engineering project has been opened related to this issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unrecognized cal key. The root cause of the reported complaint is undetermined. No further action required at this time. Additional manufacturer narrative corrected to: returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was noted loosely wrapped. Two bends to the iabc central lumen were noted at approximately 46cm and 52.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was off-centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0068in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp without difficulty. The pump displayed "fos sensor connected, connect cal key to zero" and displayed fos status "ck" (cal key), indicating that the cal key was not recognized by the iabp. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fos cal key was visually inspected again, and no damage was noted. The fos could not be autozeroed by the pump due to the unrecognized cal key. Upon further inspection, a lab inventory cal key was connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was successfully aspirated and flushed using a 60cc lab inventory syringe. No blood or debris was noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 46.6cm and 52cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 36.8cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "failed to unwrap" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing, the iabc bladder inflated and deflated completely including the distal and proximal portion of the bladder with no alarms noted. The returned device passed visual and functional test specifications related to the reported event. Unrelated to the reported complaint, the returned cal key was not able to be recognized by the iabp and as a result the fos sensor could not be autozeroed by the pump. The probable root cause of the cal key issue is supplier related. A sustaining engineering project has been opened related to this issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unrecognized cal key. The root cause of the reported complaint is undetermined. No further action required at this time.

Manufacturer narrative:
Qn#(B)(4). The serial number (B)(6)reported on the complaint report does not match the serial number on the returned sample. The serial number of the returned sample is (B)(6) (inp-3). Additional information: requested/received from a teleflex representative without any confirmation (see internal notes 10 and 11); however, the returned device is suspected to be from the reported event. Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was noted loosely wrapped. Two bends to the iabc central lumen were noted at approximately 46cm and 52.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was off-centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0068in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp without difficulty. The pump displayed "fos sensor connected, connect cal key to zero" and displayed fos status "ck" (cal key), indicating that the cal key was not recognized by the iabp. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fos cal key was visually inspected again, and no damage was noted. The fos could not be autozeroed by the pump due to the unrecognized cal key. Upon further inspection, a lab inventory cal key was connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was successfully aspirated and flushed using a 60cc lab inventory syringe. No blood or debris was noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 46.6cm and 52cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 36.8cm from the iabc luer, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "failed to unwrap" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing, the iabc bladder inflated and deflated completely including the distal and proximal portion of the bladder with no alarms noted. The returned device passed visual and functional test specifications related to the reported event. Unrelated to the reported complaint, the returned cal key was not able to be recognized by the iabp and as a result the fos sensor could not be autozeroed by the pump. The probable root cause of the cal key issue is supplier related. A sustaining engineering project has been opened related to this issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unrecognized cal key. The root cause of the reported complaint is undetermined. No further action required at this time. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the balloon failed to unwrap. "Manual inflation attempted x2 with no change to distal tip or alarms. Iab exchanged. No further alarms". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon failed to unwrap. "Manual inflation attempted x2 with no change to distal tip or alarms. Iab exchanged. No further alarms". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".